Manufacturer narrative:
Pending evaluation.

Event description:
Revision due to poly wear.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of prosthesis wear. However, prosthesis wear cannot be confirmed as the devices were not available for evaluation and no other information was given.

Event description:
Revision due to poly wear.